Event description:
It was reported there were patient alerts and the patient experienced several shocks at 130ms with battery at 2.61 volts. No further patient complications have been reported as a result of this event. It was reported there were patient alerts and the patient experienced several shocks in nov and that the intervals were at 130ms. The battery is at 2.61 volts. Device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.